Manufacturer narrative:
A follow-up report will be submitted once the investigation is completed.

Event description:
It was reported to philips that the device failed to recognize pads were attached during a patient event. The patient collapsed and was pulseless. CPR was continued until a rescue squad arrived.

Manufacturer narrative:
This device was reported under the incorrect FDA registration number. Please see MDR 3030677-2016-00679 for the correct information. The device investigation is still pending the return of the device.